Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The customer called back to report that there is nothing wrong with his pump. The customer realized that he was using the wrong insertion sites. The customer was using his legs, which are very muscular, but he has moved to a different area and is no longer having issues. The customer no longer needs a replacement pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the piston was lacking strength to fully push insulin. The customer's blood glucose was 22 mmol/l at the time of incident. The customer's blood glucose was 20 mmol/l at the time of call. The customer stated that they treated the high blood glucose with manual injection. The insulin pump will not be returned for analysis.